Manufacturer narrative:
Medtronic received the following information from a journal article entitled; aortoduodenal fistulas after endovascular abdominal aortic aneurysm repair and open aortic repair omran s, raude b, bürger m, kapahnke s, christoph carstens j, haidar h, konietschke f, frese j p, greiner a journal of vascular surgery 2021 74:711-9 https://doi.org/10.1016/j.jvs.2021.02.027. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and non mdt stent grafts were implanted in patients in evar procedures on unknown dates over a five year period. The following malfunction was reported; type I endoleak the following adverse events were reported aorto-duodenal fistula , bleeding, fever , infection, renal dysfunction, pneumonia, interventions patient deaths were reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.